Event description:
Pump did not give occlusion alarm. No pt injury reported. Pump was set up for an infusion. Nurse accidentally left the line clamped. However, the pump ran for 2.5 hrs without giving an occlusion alarm. The pump did not recognize that nothing was infusing and acted like it was running. After situation was discovered, the pump was taken offline. Pump was set to deliver 220ml/hr. Care area: dialysis. Type of therapy: ipdn/nutrition. IV container was full following incident. IV set was discarded.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.